Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.5/012 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. The patient experienced excessive vault. On (B)(6) 2023 the lens was exchanged with a same length lens, opposite toric meridian and the problem resolved. The cause of the event was reported as unknown.